Event description:
It was reported the intraocular lens was removed during the initial surgery due to the patient weak anterior chamber support and a floppy iris. The incision was enlarged to remove the lens, no patient injury occurred.

Manufacturer narrative:
No patient injury occurred, patient had a weak capsular bag and a floppy iris precluding implantation of this intraocular lens. (B)(4). The iol was not received for analysis. Based on the information received from the doctor regarding the patient's eye anatomy we have no reason to suspect the lens caused or contributed to this event. We will continue to monitor and trend all reports received.